Event description:
It was reported that during an open total gastrectomy, the anvil came off while the adjusting knob was being closed after the anvil and the device was set. Regarding the 2nd device, the anvil could not be set to the device. The jejunum tore because of much load on the target tissue. The target tissue was cut and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. : information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device b batch# h53m9y, expiration date: 10/24/2016, manufacturing date: 11/24/2011. Two devices were returned. Device (a) arrived in good visual condition. The breakaway washer anvil half only was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and the device fully loaded with staples. A new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was placed on the device without any difficulties and it did not fell out during analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.